Event description:
During a surery for a 14 year old pt while in final adjustment on the first kalix implant, the distal flat portion of screwdriver snapped off in the implant. The dr could not retrieve from the implant. The dr closed it over anyway with soft tissue and did the second bilateral implant with another instrument. No pt injury was reported.